Event description:
Argon option elite inferior vena cava (ivc) filter failed to work properly upon second-to-last step of deployment. Interventionalist unable to push filter device from holder into deployment sheath using manufacturer provided pusher. After two tries retrieved new kit, deployed with no resistance.